Event description:
Information received indicates the control functions are not working all the time due to exposed wires on the left coiled cable.

Manufacturer narrative:
The technician found the left coiled cable was scuffed, exposing the wiring. He replaced the left coiled cable to repair the bed.